Event description:
Revision of a total shoulder arthroplasty due to a rotator cuff tear.

Manufacturer narrative:
Unable to investigate report as specific device and serial info was not available and the devices were not returned for eval.